Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k70-27 that has a similar product distributed in the us, list number 6c06 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect total psa results generated on the architect i2000sr processing module multiple samples. The following results were provided: patient 1 previous result on architect = 88 ng/ml, today 0.3 ng/ml. Patient 2 previous result on architect = 6 ng/ml, today 0.1 ng/ml. The only treatment the patients currently is on is leuplin. The customer reported the psa usually does not drop this low as a result of taking leuplin only. No impact to patient management was reported.

Event description:
The customer observed falsely depressed architect total psa results generated on the architect i2000sr processing module multiple samples. The following results were provided: patient 1 previous result on architect = 88 ng/ml, today 0.3 ng/ml patient 2 previous result on architect = 6 ng/ml, today 0.1 ng/ml the only treatment the patients currently is on is leuplin. The customer reported the psa usually does not drop this low as a result of taking leuplin only. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely decreased architect total psa results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 46058fn00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect total psa assay using worldwide data. Review shows that the median patient result for lot 46058fn00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 46058fn00. Labeling was reviewed and found to adequately address the issue. In-house accuracy testing was completed using an in-house retained kit of lot 46058fn00. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect total psa assay for lot number 46058fn00 was identified. All available patient information was included. Additional patient details are not available.